Event description:
The customer tested his blood glucose and received a reading of 371 mg/dl using his contour meter. He retested using another meter and received a reading of 162 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. A new breeze2 meter kit was sent at the customer's request.